Manufacturer narrative:
The incident has been reported to manufacturer on 03/23/2007. Results of analysis will be developed in a follow-up report.

Event description:
The valve was implanted in the patient for v-p shunting in 2002. In 2006, the pressure setting changed to high pressure during MRI scanning. After that, the symptom of hydrocephalus was observed. Then the doctor recovered the pressure setting to the first adjustment (110mmh2o), but the patient's condition was not improved. The customer request to check the valve.